Event description:
It was reported that during a cholecystectomy procedure, the clips will not hold after placing. The clips do not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No clip holding issues were noted with the device. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found the finding. The batch history records were reviewed with no anomalies noted during the manufacturing process.